Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a single patient was not crossing over to the device and was unavailable for selection. The customer verified that the interface connection to the paragon system was active and functioning correctly, with no issues identified.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the single patient was not crossing. A technical support specialist (tss) ran the patient cast query and found that the patient had been discharged the previous day and then readmitted the same day. Customer was advised to coordinate with the hospital information technology team to send an a01 admission message. Customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.